Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Cause was not known. Reportedly the customer fell. Reportedly emergency services were called and liquid glucagon was given to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The transmitter ultimately regained connection with the pump.